Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020.. (B)(4). Software 2.9d. Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.